Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and non-calcified right superficial femoral artery. A non-bsc 6fr introducer sheath and a non-bsc guide wire were inserted. Next, the physician advanced the 4mm x 20mm x 144cm sterling es balloon catheter across the lesion, inflated the balloon once to 8 atms and the sterling balloon ruptured. A 4mm x 40mm sterling es was used to complete pre-dilation and a non-bsc 6 x 40mm stent was placed. Next, a 4mm x 40mm sterling es was advanced to post-dilate the stent which completed the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The customer did not return a sample for evaluation; however, they did provide a picture of the reported condition. A visual inspection was performed on the picture that was provided and the reported condition was confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were noted.

Manufacturer narrative:
(B)(4). The sample was discarded due to contamination. A photo of the defect is reported to be available. If the photo is received or additional information becomes available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of a leak during infusion with a clearlink vented blood administration set. The nurse noticed that there was a leakage from the tubing when infusing with chemotherapy drugs. The drug was infused using a baxter pump on channel a. There was no injury reported. No additional information is available.